Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.25x12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the tip of the stent struts was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's post procedure condition was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR. Device evaluated by MFR: synergy ous mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. The entire stent was checked for damage and the photo attached is one image of the device that represents the observation of no damage. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.25x12mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the tip of the stent struts was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's post procedure condition was good.